Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads were scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the solia showed deformations of the outer conductor coil 14cm and 28cm distal to the connector pin. The lead body demonstrated wrinkles of the insulation. Additionally the plexa showed deformations of the shock coil. These deformations may have resulted from the reported twiddlers syndrome which was also evident on the provided photo taken during the revision procedure. Furthermore the leads were electrically and mechanically analyzed. The measured values were within the technical specifications. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 5 months, during lead revision an evident mechanical stress due to twiddler syndrome was observed. The leads were explanted.